Manufacturer narrative:
Device history record (DHR) review and lot history review were unable to be performed as no work order was provided. A review of the complaint history from (B)(6) 2018 to (B)(6) 2019 revealed other returned complaints for sheath distal tip torn and sheath shaft resistance with delivery system (all 14f and 16f models). The complaints were confirmed based on visual inspection of returned device, but no manufacturing nonconformance was identified during engineering evaluation. Available information suggests that procedural factors may have contributed to the reported events. Review of complaint history revealed that the occurrence rate did not exceed the july 2019 control limit for the sheath distal tip torn applicable trend category. A review of the complaint history revealed that the occurrence rate exceeded the july 2019 control limits for the esheath resistance between devices trend category. However, further review of the complaints indicates that the esheath resistance is multifaceted issue that involves elements of clinical technique and patient anatomy, as well as the esheath being used with different delivery systems. At this time, the majority of these complaints are still pending investigation and no device defects or manufacturing non-conformances have been identified. No further actions are required at this time. Each complaint will be properly assessed, and the results will be documented within the corresponding complaint file. Edwards will continue to monitor and trend all complaints and assess for escalation as needed. During manufacturing, the sheath shaft components were 100% visually and physically inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. Prepping manual, training manual, esheath IFU, and esheath supplement were reviewed for instructions involving preparation and procedure. Based on the review of the IFU / training manuals, no deficiencies were identified. The distal tip torn event was confirmed from returned imagery while the esheath resistance delivery system was unable to be confirmed as no procedural imagery was provided. Investigation of complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. As noted in the patient information, the patient¿s access vessel had moderate calcification and tortuosity level were mild. These two factors most likely contributed to the complaint events. The calcification can interact with the sheath shaft restriction expansion of the shaft and vessel tortuosity could result in sub-optimal angles of insertion/withdrawal during advancement/withdrawal of the delivery system, thus resulting in higher push/withdrawal forces. These two factors could also have caused the non-coaxial withdrawal of the balloon into the sheath which resulted in the balloon getting caught onto the distal end of the sheath. As excessive force was applied to retrieve the delivery system into the sheath, it is possible that the distal tip was damaged. Furthermore, procedural factors such as improper flushing/wetting of the devices, incomplete/misaligned valve crimping, incomplete advancement of the loader, and residual fluid left in balloon during prep may contribute to the resistance observed. Residual fluid in the balloon after valve deployment could have also resulted in a larger balloon profile resulting in damage to the sheath tip during delivery system withdrawal. Available information suggests that patient (access vessel calcification and tortuosity) and procedural factors (improper device preparation techniques/residual fluid/excessive manipulation) may have contributed to the events and could have resulted in the femoral artery dissection.  A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.     Since applicable devices were not returned, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. However, no product non-conformances or IFU/training deficiencies were identified during evaluation. No corrective or preventative action is required at this time.

Event description:
As reported by our affiliates in germany, the 14fr esheath was inserted to be used with a 23mm sapien 3 ultra valve by tf approach in aortic position. The esheath was inserted without issues but resistance was encountered when pushing the ultra valve and ds through the esheath. After successful deployment of the valve the delivery system was retrieved per IFU. After retrieving the esheath, a visible damage on distal part of the tip was seen. Also, a vascular dissection of the common femoral artery was detected, presumably due to the tip damage of the esheath. After ballooning the vessel, the bleeding stopped. The patient was doing well post procedure.  The minimum luminal diameter (mld) was 5.5mm with mild tortuosity, and moderate calcification. The device was not returned for evaluation as it was discarded by the site. The imagery provided by the site the esheath after being used in the procedure shows the sheath distal tip torn. Additionally, some bunching of the distal liner is present. The sheath distal tip torn and the sheath liner was bunched.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), the 14fr esheath was inserted to be used with a 23mm sapien 3 ultra valve by tf approach in aortic position. The esheath was inserted without issues but resistance was encountered when pushing the ultra valve and ds through the esheath. After successful deployment of the valve the delivery system was retrieved per IFU. After retrieving the esheath, a visible damage on distal part of the tip was seen. Also, a vascular dissection of the common femoral artery was detected, presumably due to the tip damage of the esheath. After ballooning the vessel, the bleeding stopped. The patient was doing well post procedure.